Event description:
The pt had surgery on 9/14/2000 and the 8 fr.balloon was inserted through the femoral artery. After iabp for 18 hours, the iab ruptured and the iab was removed. On 10/9/00, the following info was reported. The iab was inserted into the pt on 9/14/00. On 9/15/00 after iabp for 20 hours, an alarm sounded from the arrow pump and the 8 fr.iab ruptured. After the rupture of the balloon, the pt went into a deep coma with trunk reflex. The hemodynamic stability of the pt became stable and a second iab was not needed. As of 9/26/00, the pt is in a brain death with hemodynamic stability. Event complications: unk-reported 9/18/00; the pt went into coma-reported 10/9/00. Pt's current status: brain dead-reported 10/5/00.